Event description:
It was reported to philips the device experienced an ECG device error. There was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
Usage of device missing from initial report.